Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to spec up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. On the (B)(6) 2012, the device failed a weekly manual power-up because of a low battery. The device would have switched to fault mode and the customer would have been alerted by the status indicator flashing red and the device emitting an audible warning message. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 667). Pad pak (lot 667) had a use until date of 06/2013 but became depleted on (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.